Event description:
During review of the in-house programming/diagnostic history database, it was observed that high lead impedance was observed on(B)(6) 2014. No known surgical intervention has occured to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.